Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "continues to pump past the programmed volume to be infused." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "continues to pump past the programed vtbi," which was not confirmed or reproduced during device investigation. The device passed flow rate testing and after an infusion completed, the device entered a 'keep vein open' (kvo) rate of 1ml/hr. Review of the event history log revealed the device completed an infusion and entered kvo on the last day of customer use ((B)(6) 2016) prior to the field visit on (B)(6) 2016. No abnormalities were observed or identified with any of the associated hardware. The assignable cause was determined to be that the customer was not familiar with the kvo feature on the device, which is functioning as intended. No correction was required. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04278 can be removed from the FDA database.